Event description:
Patient reports they have their home health rn infuse their hizentra dose each time they infuse. Pt reports last time when home health rn was administering the big button on the pump stopped working. Pump serial number and expiration unknown. No further information, details or dates available. Product lot and expiration unknown. Unknown if pump is available for possible return. Unknown if md is aware. Dose/amount: hizentra 20% pfs - 10gm. Hizentra 20% pfs indication: selective deficiency of immunoglobulin g [igg] subclasses; nonfamilial hypogammaglobulinemia; common variable immunodeficiency, unspecified. Did pt miss a dose or have an interruption to therapy? Unknown. Did adverse event(s) result due to product issue? Unknown. Did pharmacy replace device? Yes. Is device associated with event available for return? Unknown.